Event description:
After implant, both leads switched to unipolar during the night. Measuring impedance the day after gave several different results. Less than 100 ohm for the ventricle lead, and less than 100 ohm for the atrium during next test. The device was explanted and replaced, and during the operation the lead screws was checked and they were not loose. The device was replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified upon receipt, the pacemaker was interrogated showing no anomalies. The pacemakers memory content documented lead impedance measurement values of less than 100ohms in bipolar as well as in unipolar configuration. Therefore, a lead impedance measurement test was performed confirming the clinical observation. However, the ability of the device to deliver therapies was verified and the anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be fully charged. Subsequent thorough investigations revealed a damaged integrated circuit, leading to the clinical observation. In summary, the clinical observation resulted from a damaged integrated circuit. The manufacturing records document a flawless device production. Lead impedance measurements were normal and expected. However, the date of occurrence was not determinable.